Event description:
The pt reported she discovered her cannula was bent when she changed her infusion set this morning. She stated the infusion device did give an e4 occlusion error message. As a result of the occlusion, her blood glucose reading increased to 500 mg/dl. Her normal blood glucose reading goal is 130 mg/dl. She reported her symptoms were "feeling tired, nausea, depression, feeling very sick." The pt stated she changed her infusion set and delivered insulin by injection to bring her levels down. The patient reported the infusion head set had been in use for 4 days and the infusion tubing for 5 days. She also stated she is a little "muscular", so she doesn't know if the cannula is hitting muscle. Patient was advised to change her infusion head set every 72 hours. The patient did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.